Event description:
It was reported that the screw backed out post op. No other info is provided at this time.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. We are unable to determine the cause of the event. Although screw back out is not confirmed, we are filing this report for notification purposes.